Event description:
I used the icy hot heat therapy patch for back and large area. I didn't have any problems with the first patch. I did not wait 24 hours before using the 2nd patch the one that burn me and I did lean back in the chair which applied pressure. After my injury, I read all instructions more closely including interior of box and should not have done either of these things. After many layers, including below skin level, came away with the adhesive, I assumed it was reaction to the adhesive. However, it quickly became apparent it was a burn. The injury is quite deep but I didn't seek medical assistance since using proper first aid at home, kept away infection. The burn area was approx 2" square but is slowly getting a little smaller as each layer comes off through the healing process. Dates of use: 2008. Diagnosis or reason for use: backache.